Manufacturer narrative:
Concomitant medical products: dtma1d1 ICD, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately four weeks after the implant of a new device, the patient woke up scratching at the implant site. Four days later the patient noticed increased redness, draining pus, mild tenderness and swelling around the site. The patient was subsequently seen in the emergency department where blood cultures were taken and the patient was started on antibiotics. The cardiac resynchronization therapy defibrillator (crt-d) system was explanted due to the pocket infection and a leadless implantable pulse generator (ipg) was implanted as a bridge. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The full lead was returned in segments, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Event description:
Further information was received, which indicated the organism was identified as enterococcus faecalis.